Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 560 mg/dl. It was stated that the insulin pump had been alarming no delivery prior to the hospitalization. No troubleshooting was conducted as the customer was still hospitalized and unavailable at the time of the call. Nothing further was reported.